Event description:
It was reported when using the pyxis medstation system, the auxiliary drawer 1.2 failed to open. Customer was able to access medication at another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6, e3. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 02-dec-2022 to 01- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a drawer auxiliary 1.2 that failed to open due to the solenoid not zip tied correctly. A field service engineer replaced the solenoid and zip tied correctly to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer auxiliary 1.2 that failed to open due to the solenoid not zip tied correctly . A field service engineer replaced the solenoid and zip tied correctly to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, auxiliary drawer 1.2 failed to open. This incident did not cause any delays in patient care, as alternative devices were available on the floor for access and there was no patient harm. There were no adverse events or injuries reported based on this event.